Event description:
It was reported that a patient has high lead impedance. The high impedance was found upon interrogation during a clinic visit. The device was turned off. Surgery is likely but has not occurred to date.

Event description:
The patient underwent full system replacement. The explanted devices were discarded after the surgery and are not available for return. No additional relevant information has been received to date.